Event description:
The customer reported a system had a failure message and the x-ray was disabled with this error. The customer was able to recover system functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
The customer canceled the service call.